Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified; however, the alleged minimum fill issue could not be verified due to the malfunction issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a minimum fill notification occurred when the customer attempted to load the cartridge. The customer was unable to verify how much insulin was inside the cartridge when the notification occurred. Customer's blood glucose level was 70 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.